Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that they were in the operating room for a revision at the time of the report. It was noted that the details of the revision were not clear. The rep wanted to know if one tail of a 2x8 paddle could be inserted into the implantable neurostimulator (ins) and work. Technical services advised it is possible functionally but is not the intended use. The rep stated that the patient has a 1x4 paddle lead, and they are having issues because the patient has a lot of scar tissue. No further complications were reported or anticipated. Indication for use is unknown.